Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device exhibited premature battery depletion. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The premature battery depletion observed in the field was a discrepancy in the battery longevity estimate due to a diagnostic anomaly. The device was tested on the bench as well as using automated test equipment, and no anomalies were found. The cause of the diagnostic anomaly could not be determined.